Manufacturer narrative:
H.6. Investigation: since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. A device history record review showed no non-conformances associated with this issue during the production of this batch. The complaint could not be confirmed and the root cause is undetermined.

Event description:
It was reported that bd insyte¿ autoguard¿ bc shielded IV catheter blood control feature would not work. This was discovered during use. The following information was provided by the initial reporter: material no: 382533 batch no: 9212068 it was reported that "the blood came back again". Contacted rep via email on (B)(6) 2020 of an instance of the bd insyte autoguard bc 20g x 1" needle "where the blood control is not working properly. " very limited information pertaining to clinical end user, sequence of events, insertion technique etc. Customer communicated that the blood came back again today. I have the packaging but not the product as it was contaminated.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that bd insyte¿ autoguard¿ bc shielded IV catheter blood control feature would not work. This was discovered during use. The following information was provided by the initial reporter: material no: 382533 batch no: 9212068. It was reported that "the blood came back again". Contacted rep via email on (B)(6) 2020 of an instance of the bd insyte autoguard bc 20g x 1" needle "where the blood control is not working properly. " very limited information pertaining to clinical end user, sequence of events, insertion technique etc. Customer communicated that the blood came back again today. I have the packaging but not the product as it was contaminated.